Manufacturer narrative:
A philips field service engineer (fse) evaluated the device on site. It was determined that the mrx was not plugged to the outlet. The fse plugged power cord to the outlet and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. The customer was instructed to keep the device's power plug always connected to the outlet.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx monitor/defib is not able to stay on. There was no reported patient impact or injury.